Manufacturer narrative:
The insulin pump passed the displacement test. However, the insulin pump alarmed during the basic occlusion test due to a loose and protruded drive support disk. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window, cracked case at the display window corner, broken belt clip slot, cracked battery tube threads, cracked reservoir tube and stained end cap sticker.(B)(4)

Event description:
The customer reported via telephone call that the insulin pump was alarming and unable to prime. The customer reported that the screen went blank and came back on with an error message that there was no battery. The customer replaced the battery and received an error message that said there was no insulin. The blood glucose reading was 98 mg/dl. The customer had a high blood glucose of 276 mg/dl and treated with manual injection. The customer reported that that the insulin pump had not been dropped or bumped but that the drive support cap was sticking out. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions.